Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications include atenolol, welbutrin, lasix, simvastatin, flomax, supplemental nocturnal oxygen, ventolin, lisinopril, desonide, ketoconazole, metformin, and aspirin. CT images dated (B)(6) 2017 were received by gore and an imaging evaluation was performed. All seal zones were evaluated. A type ib endoleak was identified and verified on the left side, with the leak continuing into the distal aorta. All other seal zones were appropriate with no leaks identified. (B)(4).

Event description:
On (B)(6) 2013, the patient was implanted with gore® excluder® aaa endoprostheses to treat abdominal aortic and right common iliac artery aneurysms (main body 26 x 14 x 18; left limb extension 27 x 12; right limb extension 14 x 14, with an additional extension of 16 x 14 x 7). Several months later, the patient returned and underwent a re-intervention procedure to treat a type ib endoleak on the right side. On (B)(6) 2017, computed tomography (CT) scan revealed a type ib endoleak from the left common iliac artery. The left common iliac had reportedly enlarged causing blood flow around the distal iliac limb and into the right common iliac aneurysm. On (B)(6) 2017, the patient underwent coil embolization of the left internal iliac artery, and extension of the stent graft system with two additional gore® excluder® aaa endoprostheses to treat the type ib endoleak on the left side. The endoleak was resolved and the patient tolerated the procedure.